Event description:
The affiliate alleged the customer reported that two healthcare workers received a burn. The healthcare worker was unloading the processed device from the sterrad unit. After 30 mins, the healthcare worker touched the processed device and got burned. The first of the two workers received the burn and had discoloration on her left and right fingers. The worker did not wear personal protective equipment (ppe) at the time. The worker sought medical attention, but nothing was prescribed. The affiliate stated that the symptoms have resolved within 24 hours.

Manufacturer narrative:
Reference MDR: 2084725-2009-00138.